Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patients lead had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the patient was experiencing inadequate stimulation due to high impedances. The explanted lead was discarded by the medical facility.